Manufacturer narrative:
The customer declined repair. The root cause of the problem can not be determined.

Event description:
It was reported that the device would not operate on dc power. There was no patient use associated with the reported event.